Event description:
It was reported that the 2600 system had a filmer stuck error message displayed and could not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tech processor board and the filmer transfer motor were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.